Manufacturer narrative:
The product has not been returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints in the reported lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a scratched intraocular lens (iol). Additional information is requested.

Manufacturer narrative:
The lens was returned positioned incorrectly inside the lens case, inside the opened carton. One haptic was bent with distal tip adhered on the anterior optic surface in dried viscoelastic. The other haptic was cracked in the haptic/optic junction. The optic was cracked near the edge. The cracked damage may have been interpreted as the reported complaint of "lens scratched". There was no actual scratch observed. Two cartridges were returned together in a small baggie inside the opened lens carton. All product and batch history records are quality reviewed prior to product release. The associated handpiece and viscoelastic information was not provided. It is unknown, if a qualified combination of products were used with the qualified lens/cartridge combination. Root cause: the root cause for the reported event could not be determined. The lens was not scratched. However, other optic damage was observed, which may have been interpreted as the reported complaint of scratch. The evaluation of the associated cartridges suggest, that the lens may not have been in a proper position for advancement, per the dfu. A lens that is not in a proper position for advancement inside the cartridge may result in lens delivery difficulties or product damage. The manufacturer internal reference number is: (B)(4).

Event description:
The site additionally reported, the cartridge as cracked. There are two related reports for this event. This represents the iol. And an additional report will be filed for the cartridge.